Manufacturer narrative:
(B)(6). The device was manufactured from october 30, 2019 - october 31, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor failed to infuse during use. There was no patient injury or medical intervention associated with this event. No additional information is available.